Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device, location of device: into the intraperitoneal space of the right hemi pelvis"), abortion spontaneous ("she was miscarrying from a failed pregnancy / miscarriage"), pregnancy with contraceptive device ("pregnancy") and genital haemorrhage ("abnormal bleeding (general)") in a 34-year-old female patient (gravida 5, para 4) who had essure (batch no. B66019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4 (B)(6) 2002; (B)(6) 2006; (B)(6) 2011; (B)(6) 2013). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant) with abdominal pain, back pain and abdominal pain lower, asthenia ("lack of energy"), confusional state ("confusion"), stress ("feeling stressed"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2014, 6 months 11 days after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. In 2015, the patient experienced fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)") and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced menstruation irregular ("irregular menses") and menorrhagia ("prolonged menses"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery and surgery (on (B)(6) 2015, she underwent a bilateral tubal ligation.). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, menstruation irregular, menorrhagia, fatigue, asthenia, confusional state, stress, migraine, headache, nausea, dysmenorrhoea and genital haemorrhage had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, asthenia, confusional state, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, nausea, pregnancy with contraceptive device and stress to be related to essure. Diagnostic results: on (B)(6) 2015, plaintiff went in for an ultrasound, which did not the identify the essure devices were in place. On (B)(6) 2015, she underwent hysterosalpingography which advised the right essureg device was in the right hemipelvis, a very unusual location,unilateral occlusion (left tube occluded) and migration of essure device on quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, event added as - abnormal bleeding (general), pain, event outcome for all the events updated from unknown to not recovered/resolved. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device, location of device: into the intraperitoneal space of the right hemi pelvis"), abortion spontaneous ("she was miscarrying from a failed pregnancy / miscarriage") and pregnancy with contraceptive device ("pregnancy") in an adult female patient who had essure (batch no. B66019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant) with abdominal pain, back pain and abdominal pain lower, pregnancy with contraceptive device (seriousness criterion medically significant), menstruation irregular ("irregular menses"), menorrhagia ("prolonged menses"), fatigue ("fatigue"), asthenia ("lack of energy"), confusional state ("confusion"), stress ("feeling stressed"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery and surgery (on (B)(6) 2015, she underwent a bilateral tubal ligation.). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, menstruation irregular, menorrhagia, fatigue, asthenia, confusional state, stress, migraine, headache, nausea and dysmenorrhoea outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, asthenia, confusional state, device dislocation, dysmenorrhoea, fatigue, headache, menorrhagia, menstruation irregular, migraine, nausea, pregnancy with contraceptive device and stress to be related to essure. Diagnostic results: on (B)(6) 2015, plaintiff went in for an ultrasound, which did not the identify the essure devices were in place. On (B)(6) 2015, she underwent hysterosalpinography which advised the right essure device was in the right hernipelvis, a very unusual location. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device, location of device: into the intraperitoneal space of the right hemi pelvis'), abortion spontaneous ('she was miscarrying from a failed pregnancy / miscarriage') and pregnancy with contraceptive device ('pregnancy') in a 34-year-old female patient who had essure (batch no. B66019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 4 ((B)(6) 2002; (B)(6) 2006; (B)(6) 2011; (B)(6) 2013). Concomitant products included contraceptives for topical use from 2013 to 2015 for birth control. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant) with abdominal pain, back pain and abdominal pain lower, asthenia ("lack of energy"), confusional state ("confusion"), stress ("feeling stressed"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 6 months 11 days after insertion of essure. On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required) with pelvic pain. In 2015, the patient experienced fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)") and genital haemorrhage ("abnormal bleeding (general)"). On an unknown date, the patient experienced menstruation irregular ("irregular menses") and heavy menstrual bleeding ("prolonged menses"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, menstruation irregular, heavy menstrual bleeding, fatigue, asthenia, confusional state, stress, migraine, headache, nausea, dysmenorrhoea and genital haemorrhage had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, asthenia, confusional state, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, menstruation irregular, migraine, nausea, pregnancy with contraceptive device and stress to be related to essure. The reporter commented: discrepancy noted in date of removal was (B)(6) 2015 on (B)(6) 2015, she underwent a bilateral tubal ligation. Diagnostic results: on (B)(6) 2015, plaintiff went in for an ultrasound, which did not the identify the essure devices were in place. On (B)(6) 2015, she underwent hysterosalpinography which advised the right essureg device was in the right hernipelvis, a very unusual location,unilateral occlusion (left tube occluded) and migration of essure device on. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-sep-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device, location of device: into the intraperitoneal space of the right hemi pelvis'), abortion spontaneous ('she was miscarrying from a failed pregnancy / miscarriage') and pregnancy with contraceptive device ('pregnancy') in a 34-year-old female patient who had essure (batch no. B66019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 4 ((B)(6) 2002; (B)(6) 2006; (B)(6) 2011; (B)(6) 2013). Concomitant products included contraceptives for topical use from 2013 to 2015 for birth control. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant) with abdominal pain, back pain and abdominal pain lower, asthenia ("lack of energy"), confusional state ("confusion"), stress ("feeling stressed"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 6 months 11 days after insertion of essure. On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required) with pelvic pain. In 2015, the patient experienced fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)") and genital haemorrhage ("abnormal bleeding (general)"). On an unknown date, the patient experienced menstruation irregular ("irregular menses") and heavy menstrual bleeding ("prolonged menses"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, menstruation irregular, heavy menstrual bleeding, fatigue, asthenia, confusional state, stress, migraine, headache, nausea, dysmenorrhoea and genital haemorrhage had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, asthenia, confusional state, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, menstruation irregular, migraine, nausea, pregnancy with contraceptive device and stress to be related to essure. The reporter commented: discrepancy noted in date of removal was (B)(6) 2015. On (B)(6) 2015, she underwent a bilateral tubal ligation. Diagnostic results: on (B)(6) 2015, plaintiff went in for an ultrasound, which did not the identify the essure devices were in place. On (B)(6) 2015, she underwent hysterosalpinography which advised the right essureg device was in the right hernipelvis, a very unusual location,unilateral occlusion (left tube occluded) and migration of essure device on. Most recent follow-up information incorporated above includes: on 26-aug-2021: mr received. Patient's aka name added. Imdrf code synchronization. Seriousness criteria updated for event "genital hemorrhage". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device, location of device: into the intraperitoneal space of the right hemi pelvis"), abortion spontaneous ("she was miscarrying from a failed pregnancy / miscarriage") and pregnancy with contraceptive device ("pregnancy") in an adult female patient who had essure (batch no. B66019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant) with abdominal pain, back pain and abdominal pain lower, pregnancy with contraceptive device (seriousness criterion medically significant), menstruation irregular ("irregular menses"), menorrhagia ("prolonged menses"), fatigue ("fatigue"), asthenia ("lack of energy"), confusional state ("confusion"), stress ("feeling stressed"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery and surgery (on (B)(6) 2015, she underwent a bilateral tubal ligation.). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, menstruation irregular, menorrhagia, fatigue, asthenia, confusional state, stress, migraine, headache, nausea and dysmenorrhoea outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, asthenia, confusional state, device dislocation, dysmenorrhoea, fatigue, headache, menorrhagia, menstruation irregular, migraine, nausea, pregnancy with contraceptive device and stress to be related to essure. Diagnostic results: on (B)(6) 2015, plaintiff went in for an ultrasound, which did not the identify the essure devices were in place. On (B)(6) 2015, she underwent hysterosalpingography which advised the right essure device was in the right hemipelvis, a very unusual location. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received - new events "fatigue, lack of energy, confusion, feeling stressed, migraines, headaches, migration of essure device, location of device: into the intraperitoneal space of the right hemi pelvis, nausea, dysmenorrhea (cramping)" were added. Lot number was added. New reporter were added. Product explant date was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.